Event description:
During surgery, the metal trial liner came apart and the c-clamp came off. The piece was left in the pt. The surgeon opened the pt back up to remove the piece.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.